Event description:
On 07/10/2009, a competitor company reported the pt noticed leaking near the connection between the insulin infusion set tubing and cartridge. The pt could not tell where the leak was coming from, but confirmed the connections were secure and that there was no visible damage to the tubing or cartridge. No other information about the incident or pt was given. No blood glucose concerns related to this issue were reported. Product was requested to be returned for evaluation.